Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok buttons were intermittently responding during testing, the contrast button required excessive force to activate during testing, the contrast key was inverted, the down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.

Event description:
It was reported that the down arrow keypad button presses are intermittently activating the desired pump functions. There was no adverse event associated with this complaint.